Manufacturer narrative:
Approximate age of device ¿ 9 months. The pump was returned to the manufacturer for evaluation, but the evaluation is not yet completed. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted into the hospital from the clinic for an elevated lactate dehydrogenase (ldh) level of 619 u/l. The patient was started on IV heparin and integrilin. There were no improvements in the patient¿s ldh level for over a 2 week period. It was also reported that on (B)(6) 2015, the patient suffered a minor cerebrovascular accident, with no residual effects. On (B)(6) 2015, the patient¿s pump was exchanged.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: patient admitted due to elevated ldh (619) and with h/o previous admission for elevated ldh. Patient did not meet unos criteria for 1a status, so maintained in IV heparin/integrilin. Patient suffered minor cva on (B)(6) 2015 and therefore pump exchange was performed on (B)(6) 2015. Additional information also included indicated: thrombus event confirmed: u. Device malfunction: y. Device malfunction causative factor: no cause identified.

Manufacturer narrative:
A potential cause for the reported elevation in the patient's lactate dehydrogenase (ldh) level was confirmed during the evaluation of the returned device; however, a direct correlation between the returned device and the reported minor cerebrovascular accident could not be determined. Examination of the proximal side of the outlet stator revealed a white tissue-like deposition situated adjacent to the outlet bearing ball. The deposition lacked lamination and denaturation, and was not adhered to the bearing ball or stator blades. Additionally, there was no evidence of contact marks on the outlet portion of the rotor. Although its specific origin and a duration in which it was present in the pump could not be determined, it did not appear to have originated in this location. If the observed deposition was present in the pump for an extended period of time, it would have contributed to the reported elevation in the patient's ldh level. The remaining pump blood contacting surfaces revealed no deposition or thrombus formation. Examination of the pump's bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions using mock circulatory loop revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists device thrombosis, hemolysis, and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event.